Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed. The reported condition was due to an out of calibration air-in-line system. The air-in-line was recalibrated to correct the reported condition.

Event description:
In 2009 the facility's biomedical engineer reported to baxter that the day before, one refurbed colleague cx triple channel volumetric infusion pump in which failure code of 810:04 occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The following month, during device evaluation by baxter, failure code 810:04 was found to be due to an out of calibration air-in-line system. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.